Event description:
It was reported by the affiliate that during a lap gastric bypass procedure, the teflon padding was removed from the tip of the instrument. They used another device to finish the procedure. No patient consequence reported.